Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a cut in the insulation and in the cathode coil approximately 170 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance, however due to the cut in the cathode coil measurements were not within normal limits. Laboratory analysis was unable to confirm the reported fracture, however the cut in the lead was confirmed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable defibrillation lead exhibited oversensing resulting in pacing inhibition. There was no asystole due to the pacing inhibition. Fluoroscopy revealed the lead had fractured. It was reported the patient underwent a non-device related procedure and the lead had inadvertently been cut. An invasive procedure was performed. This lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.